Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) is showing an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine and found machine show autofill failure. Further check the machine and found the safety disk test failed, so need to replace the safety disk. Further check the machine and found there is leakage in iabp drain port tubing so also need to replace the blood detecting tube. The fse replaced the safety disk and blood detecting tube then check the machine. Machine is working ok. All pneumatic tests are passed. All tests and function is working ok. Autofill is completed and machine is working properly.

Event description:
N/a